Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd connecta plus3 white pegs component damaged and leaked on (B)(6) the nurse in charge of routine replacement of infusion tee for the patient, found that the infusion tee screw mouth of the liquid leakage, immediately replaced with a new spare tee to be connected to the patient infusion, did not affect the patient. Problems with the infusion tee inspection found that the screw mouth has cracks, then reported to the head nurse and equipment section.

Manufacturer narrative:
Bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.